Event description:
It was reported that during a stenting treatment procedure, "the balloon appeared to move on the shaft following stent deployment." The procedure was completed normally. No patient complications were reported, and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).